Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood blacked up into the normal saline tubing of a clearlink duo-vent continu-flo solution set. The total amount of blood that was backflowed was approximately 5-10cc. This occurred during infusion of an unknown antibiotic at an unknown rate using the port after the piggyback port following the pump. The patient had a primary line, using secondary tubing, in which normal saline was being infused but with no pump and was connected into the solution bag of lactated ringers (mainline) that was infusing a bolus via sigma pump. The rate of the infusion and amount of bolus was unknown. A pitocin solution IV bag was plugged into the lowest port of the lactated ringers. Pitocin was not infusing at the time as the sigma pump was turned off. An unknown dial-a-flow extender was connected to the lock where the pitocin was connected. The cause of the backflow issues was speculated to be due to the height of the IV solution bags in relation to the height in which the bed was placed as the bed was raised. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.